Event description:
Consumer was using the heating pad while sleeping and awoke to find the heating pad on fire. She suffered a second degree burn to her abdomen.

Manufacturer narrative:
The pad was crushed, which is a violation of the instructions and warnings provided. The consumer was sleeping while using the pad, which is another violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.